Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. D4: batch # unk . An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an open liver resection that upon firing the device with a blue cartridge upon opening a hair like metallic fiber was found inside the patient. Fragment was retrieved. Another device was not needed to continue with the procedure. There were no adverse consequences for the patient.